Event description:
The patient was undergoing a coil embolization procedure in the left marginal artery (lma) and middle meningeal artery (mma) using swiftpac coils (swiftpac), a non-penumbra microcatheter, and a guidewire. During the procedure, after advancing a swiftpac into the target vessel, the physician determined that the coil was too long and decided to remove it. While retracting the swiftpac, the swiftpac unintentionally detached partially in the microcatheter and partially in the patient's vessel. The physician then used a snare device to successfully remove the detached swiftpac from the patient. The procedure was completed using another swiftpac. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.